Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the suture was identified as weak (in the package, during removal from package, during handling or during use on the patient)? Please specify. It was stated that the suture was weak, could you please provide more details? Was the suture broke or suture detached from the needle? Please provide the lot number.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used. The suture was reported as being weak. A like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.